Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Case becomes an incident. Previously added event injury replaced to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right 0 essure device visualised') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, menorrhagia, pelvic pain female, endometriosis, adenomyosis, grand multiparity and female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("extending from the left and right fallopian tube stump into the uterine cavity, there is a gray metal essure spring device"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. The reporter commented: right tubal ostia: three coils were noted past the opening. The same was performed on the other side with 6 coils noted past the opening. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("right 0 essure device visualised") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of female sterilization, grand multiparity, adenomyosis, endometriosis, pelvic pain female, menorrhagia and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required) and device expulsion ("extending from the left and right fallopian tube stump into the uterine cavity, there is a gray metal essure spring device"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and device expulsion to be related to essure administration. The reporter commented: right tubal ostia: three coils were noted past the opening. The same was performed on the other side with 6 coils noted past the opening. Discrepancy noted in date of insertion: (B)(6) 2014 (as per pif). Discrepancy noted in date of removal: (B)(6) 2017 (as per pif). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right 0 essure device visualised') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, menorrhagia, pelvic pain female, endometriosis, adenomyosis, grand multiparity and female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("extending from the left and right fallopian tube tube stump into the uterine cavity, there is a gray metal essure spring device"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. The reporter commented: right tubal ostia: three coils were noted past the opening. The same was performed on the other side with 6 coils noted past the opening. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event 'medical device removal' was updated by 'extending from the left and right fallopian tube stump into the uterine cavity, there is a gray metal essure spring device/right 0 essure device visualised'. Medical history, removal date, patient's date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.